Event description:
It was reported, that this patient had a syncopal episode. The cause of syncope was unknown. It was also reported, that the rv pacing threshold (2.1 v@ 1.0 millisecond) had measured higher than the programmed setting (2.0v @ 1.0 millisecond). Rv pacing thresholds were reprogrammed to a higher setting. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).